Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. DHR not conducted due to the product is an OEM (original equipment manufacturer) product. The root cause of the reported issue was not identified. Its been five years and seven months since device was manufactured, it was considered to be a failure due to aging. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint. They found the malfunction occurred intermittently due to a faulty printed circuit board. In addition, there was a black cloudy line on the left and bottom sides of the image due to a faulty lcd panel. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report no image on inputs (all connectors). There was no report of consequence or impact to the patient.